Manufacturer narrative:
Corrosion damage was identified as the probable cause of the failure. Corrosion damage can occur over time due to repeated autoclave cycles.

Event description:
The stryker micro drill was sent in for eval due to overheating during a wisdom tooth procedure. Another device was used to complete the procedure, no adverse consequence was reported.